Event description:
A lead extraction procedure commenced due to infection. A spectranetics bridge balloon was placed prophylactically onto the wire prior to the case, and moved into the ivc (inferior vena cava). While maneuvering the balloon over the wire and testing it in the svc (superior vena cava), the wire would no longer advance or retract into the balloon. After many attempts the wire was removed from the balloon and was found to have multiple sites where it had kinked. Another wire was then placed inside the balloon, and the extraction was completed without any complications or reported patient harm.

Manufacturer narrative:
Manufacturer received device lot information from the account in reference to the event involving the bridge balloon. The account provided two lot numbers: fmn17m21a and fmn17m19a. The account was not positive of which device lot number was involved in the event; they stated, "it was the last balloon we had on the shelf before we got the last shipment. Looking at our invoices, it has to be either: fmn17m21a or fmn17m19a." Manufacturer submitted the initial MDR with the first device lot number listed; but inadvertently omitted this information in the initial MDR. If device lot number is confirmed at a later date, an additional follow up MDR will be submitted to correct the information.